Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The account reports that when opening the lens packaging, the crystalens was folded over on itself and they were unable to remove the lens from the packaging. No pt contact.